Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation was conducted based on the event description and the assigned malfunction code occlusion in the tubing and/or tubing connectors- blockage additional information was requested to support the investigation; however, a lot number information was not provided. No device, device components, or other visual or physical evidence was made available for evaluation. Consequently, visual inspection, retain-sample testing, or the assessment of potential product performance issues, component integrity, or manufacturing defects could not be performed. In response to the complaint and due to the absence of a specific lot number, a high level investigation was conducted for the minimed quick set product family and the assigned malfunction. The investigation included an electronic quality management system (eqms) search, assessment of complaint trends, and review of relevant risk management files. The assessment of complaint data for the applicable product family identified an elevated trend for the assigned malfunction. Therefore, a corrective and preventive action CAPA 2537337 was initiated to further analyze the trend and implement corrective and/or preventive actions as warranted by the findings. Please refer to the attached memo for full investigation details: minimed quick-set occlusion document enclosure 1: eqms search results . Enclosure 2: maintenance results . Enclosure 3: raw data for complaint trending . Corrective and preventive action (CAPA) determination. Based on the investigation, a corrective and preventive action CAPA 2537337 was initiated to further analyze the trend and implement corrective and/or preventive actions as warranted by the findings. No additional actions are required at the individual complaint level at this time. The complaint record will be closed and continue to be monitored through routine tracking and trending per work instruction (wi) (monthly trips and alerts). Complaint investigation - conclusion. Due to the absence of a lot number and returned product, the investigation was limited to a high level review of the minimed quick set product family, including an eqms search, complaint trending, and review of applicable risk management documentation. Complaint trending for the product family indicated an elevated rate for the referenced malfunction, prompting initiation of a CAPA to further analyze the trend and implement corrective and/or preventive actions as warranted by the findings. No further action is required at the individual complaint level at this time. The record will be closed with continued monitoring through routine tracking and trending per wi (monthly trips and alerts). The record may be reassessed if additional information becomes available. Root cause of problem: root cause could not be determined at the individual complaint level due to the absence of a lot number and returned product, which limits the ability to trace or analyze a specific device. Trend related contributing factors for the product family will be evaluated under the CAPA, with actions implemented as warranted by the findings. Corrective action as a result of the investigation: no corrective actions are required at the individual complaint level. Corrective and/or preventive actions, if warranted, will be evaluated and implemented under the initiated CAPA associated with complaint trending. Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this individual complaint.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: spain.

Event description:
Reference number (B)(4) event occurred in spain. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. No further information available.